Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having a left side "rupture" and "implant has been recalled." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported having a left side "rupture" and "implant has been recalled." Device remains implanted.

Event description:
Patient reported having a left side "rupture" and "implant has been recalled." Healthcare professional additionally reported "capsular contracture baker grade ii" and "discolored implant." Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog no observed openings in the device. Deformation device observed red particles in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device was explanted.

Event description:
Patient reported having a left side "rupture" and "implant has been recalled." Device remains implanted.